Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Product was provided for investigation and failed the voltage data. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.